Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range greater than 3000 ohms. High capture thresholds were noted as well. This pacemaker and rv lead remain in service. No adverse patient effects were reported.